Event description:
Procedure: laparoscopic morbid obesity. Reportedly, the staple line was incomplete which resulted in bleeding from the anastomosis after the procedure. Additional information regarding this report has been requested.